Manufacturer narrative:
A ge oec service representative investigated the issue and would generally lead to a replacement of the generator interface pcb, possible ffb pcb replacement. If other than this repair, MDR will be updated. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system had reported poor image quality. Lines through image and also reported "switch stuck" error and fast stop activated error displayed.